Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the therapy became "unbalanced" on the day of the call and the patient felt terrible all day. The patient stated he checked his ins with his programmer and his settings were not what he remembered them to be. The patient was able to adjust stimulation back to what it was but was not sure how it got changed. The patient also reported he had an upset stomach on the day of the call and asked if stimulation could cause that if it was too high. During the call the patient synced with the programmer and it showed stimulation on. It was reported the patient had the ability to change groups. The patient was redirected to follow up with their physician to verify if the change in settings was made manually and to inquire about symptoms. The patient reported he had an appointment with his physician scheduled for (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the implant did not seem to be working for him the past month. The patient further stated he did not walk as well as he used to beginning the past week. The patient stated one thing he expected was to be able to walk but his walking had become worse. During the call the patient programmer showed stim on, ok and setting was 3.00v and 2.80v. The caller was directed to follow up with their health care professional (hcp). The patient stated he called the hcp office and they treat him like he is "a pain in the butt and a little crazy".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer. It was reported the device was not working and they needed help with troubleshooting for the device.